Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing episode due to unspecified oversensing. No information about intervention was reported. There were no patient consequences and the patient will continue to be monitored.